Event description:
It was reported that during a hand assisted sigmoid resection procedure the surgeon placed his hand in the device and it ripped around the seal of the rim. There were no contents lost in the patient. A gel port was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.